Event description:
The customer stated an architect i2000sr analyzer generated a false positive bhcg result for one patient sample. The analyzer generated an initial bhcg result of 779.25 miu/ml. The next day the patient was redrawn and generated a bhcg result of < 1.20 miu/ml. The sample was rerun on a beckman coulter analyzer and generated a negative bhcg result. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.